Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of start up issues were that error e117 was reported due to faulty motherboard olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus repair inspection confirmed the customer reported issue, an error code e117 was found due to a defective motherboard. The device has not been repaired in the past year. The cause of the defective motherboard is unknown; however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the olympus in-house/asset visera 4k ultra high-definition camera control unit cannot start normally. No patient or procedure was involved.